Manufacturer narrative:
Additional information received: "it was reported that the valve was implanted to the patient via ventriculoperitoneal (vp) shunt about 2 years ago with unknown setting. Due to suspected valve obstruction, the chamber could not be pushed even when pumping. Even after lowering the pressure, the situation did not change. The valve was removed and replaced on (B)(6) 2023."

Manufacturer narrative:
The certas valve (ID 828816) was returned for evaluation. Failure analysis ¿ the position of the cam when valve was received was at setting 1. The valve was visually inspected; the siphon guard was dislodged. The valve was hydrated. The catheter was irrigated, no occlusion noted. The valve passed the tests for programming and pressure. The tests leak, reflux and siphon guard could not be performed as the siphon guard was unfunctional. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to the broken siphon guard which caused an accumulation of biological debris and protein build up interfering with the valve, at the time of investigation no obstruction issues were noted. The root cause of the ¿broken siphon guard¿ is due to improper handling of the device given the condition of the siphon protection.

Event description:
N/a.

Event description:
A physician reported a certas valve was implanted via unknown shunt on unknown date with unknown setting. The valve was removed and replaced on (B)(6) 2023. Based on information provided, the valve failure is unknown, it is also unknown if the patient experienced any signs and symptoms.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.